Manufacturer narrative:
Device not returned. It was reported that this device was explanted due to suture looping. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The op report was also provided which indicates that the annulus corresponding to the left coronary leaflet was so brittle and calcified, and this calcification extended into the mitral apparatus, that the valve sutures initially pulled through the annulus. Moreover, the surgeon also noted that there was no malfunction or deficiency of the explanted device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to suture looping. According to the op report, this patient presented with severe aortic stenosis of his native valve and was referred for aortic valve replacement. His aortic valve was trileaflet and heavily calcified. It was also documented that the annulus corresponding to the left coronary leaflet was so brittle and calcified, and this calcification extended into the mitral apparatus, that the valve sutures initially pulled through the annulus. Therefore, the valve had to be replaced. Using the root tissue just above the annulus, a new edwards valve was secured with a excellent seal. The surgeon also noted that there was no malfunction of the explanted device.

Manufacturer narrative:
Evaluation summary: as received, commissure 2 appeared bent inwards. Bent commissure lead to free margin of leaflet 2 bending towards the belly of leaflet 2. No visible inconsistencies were observed on remaining leaflets. X-ray confirmed bent commissure. (B)(4) = x-ray.additional manufacturer narrative:the device was received and evaluated, which showed a bent commissure and leaflet. This was likely a result of the suture looping as originally reported. There is no change in the original conclusion of this event.